Event description:
Needle was in a custom procedure pack. The report stated during the procedure, the spinal needle disintegrated as it was inserted into the pt's knee. Shards of the metal delaminated from the sheath and the doctor had to remove it from the pt's tissue. The pt was not injured.